Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped and replaced due to noise observed with isometrics and high pacing impedance greater than 2000 ohms. Potential bipolar conductor failure after patient fell two days ago.